Event description:
Medtronic received information indicating that during the case, this affinity oxygenator leaked at the heat exchanger seam. The device was changed out with no patient effect reported. The device was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Performance analysis: pressure integrity testing was performed at three liters per minute with twenty three psig of back pressure for ten minutes. During the test, a leak from the hex side-seam joint was observed. The device was observed under magnification the adhesive appeared un-cured. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.